Event description:
It was reported that during a pci procedure, the balloon of the maverick2 monorail ptca catheter ruptured at 12 stms. It is further reported the rupture occurrred after crossing the lesion in an unspecified location. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'good'.